Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During implant, abnormal opening was observed. Despite multiple attempts to fix the deformation, the occluder still could not be opened normally and was not implanted. A non-abbott device was subsequently implanted. The patient was reported to have been discharged in stable condition

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during implant abnormal opening was observed. Also reported that despite of multiple attempts to fix the deformation, the occluder still could not be opened normally and was not implanted. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No images of the reported issue were provided. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.